Manufacturer narrative:
This report is submitted on may 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin irritation and flap breakdown at the magnet site. Additional information has been requested but has not been made available as of the date of this report, may 22, 2017.

Manufacturer narrative:
Per the clinic, a topical antibiotic was administered to the magnet site (date and duration not reported). This report is submitted on june 20, 2017.